Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
End user reports a small skin opening under the mass. This opening is located on the peristomal skin at the 12 o'clock position. The area around it is slightly red. He noticed this area this morning. He was having a difficult time in removing the wafer. Product use and skin care instructions provided.